Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant results for troponin I at a patient clinic. Event occurred in (B)(6). Patient # 2 below had a positive result for troponin I, but the follow was a negative result. On (B)(6) 2016 08:07 result: 0.7 cpk:120 ckmb: 13. On (B)(6) 2016 21:40 result: <0.05 cpk:102 ckmb: 10. ECG normal parameters. Optic check ok . No reported adverse patient sequela. This discordant results only appear for troponin I. The other cardiac enzymes results were coherent with patient clinic. No additional information provided.

Manufacturer narrative:
Investigation/conclusion: customer's complaint was not replicated with in-house testing of retain lot w62034. No issues with tni recovery were observed. Manufacturing batch records for lot w62034 were reviewed and found that the lot met release specifications. Further investigation was not possible since the customer did not return any samples for testing. Unable to determine a root cause from the available information. Product deficiency was not established.